Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited low out-of-range defibrillating impedance due to suspected insulation break. No intervention was performed. There were no patient consequences.